Manufacturer narrative:
(B)(4); date sent: 11/27/2024; d4: batch # unk. Investigation summary- this is an analysis of a video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the video shows a 60mm device and a blue cartridge. It can be seen that the cartridge is repeatedly attempted to be installed in the channel without success. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number c9ee37, and no non-conformances were identified

Event description:
It was reported that during a lobectomy case in thoracic surgery. On the second firing the reload would not slot inside the channel jaw of the anvil. Also, during the case we the jaws were getting stuck partially whilst opening. After trying 2 different batch reloads in the echelon 3000 and both were not able to fit inside the jaw. No patient consequences reported. No further information is available.